Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient was admitted to the facility where the surgeon performed spine fusion surgery using rhbmp2 on the lumbar region of his spine from vertebrae l4 to l5. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral region and the disc space). Post-op, patient "continues to experience severe lower back pain, with pain radiating to his legs, numbness from waist down, and swelling in his legs and feet. Patient has difficulty sitting and standing for long periods of time, and requires occasional use of a cane for assistance. Patient also experiences urinary incontinence and sexual dysfunction".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spondylolisthesis with stenosis at l4-5 and underwent the following procedures: 1) posterior spinal fusion and instrumentation at the l4-5 level utilizing instrumentation 2) bone morphogenic protein for the posterior fusion part of the procedure at the l4-5 level. As per op-notes,¿ next, copious amounts of irrigation were irrigated throughout the wound. The transverse processes at l4 and l5 were decorticated. Local autograft supplemented with bone morphogenic protein soaked sponge wrapped around allograft was impacted in the posterolateral region predominantly on the right side for the posterior fusion part of the procedure. Next, appropriate length rod was impacted over the screws, torquing screws down to (B)(6).¿ the patient tolerated the procedure well without any intraoperative complications.